Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 136mg/dl at the time of incident but also mentioned that the customer experience high blood glucose of 400mg/dl at night. Customer's mother was assisted in insulin flow blocked troubleshooting. Insulin pump's history indicated seven insulin flow block alarms. Customer's mother stated that alarm did not occur during fill tubing. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.